Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient was experiencing an infection and it was later found that the devices were loose. A second surgery will be performed.

Event description:
It was reported that the patient was experiencing an infection and it was later found that the devices were loose. A second surgery will be performed.

Manufacturer narrative:
The reported event could be confirmed as CT scans were provided to stryker, showing the patient's postoperative anatomy, with the loosened right mandibular component.¿¿ it was found that the lot number originally reported was not accurate and has been updated in this supplemental. No distinct root cause can be determined for the reported event. Component loosening is a known and documented risk identified in product labeling. Several factors can contribute to components or bone screws becoming loose, such as bruxism, infection leading to osteolysis, low bone quality, pilot holes drilled without or with poor irrigation, or the component not appropriately seated against the bone leading to micromotion with functional loading over time. Hence, the reason for this event cannot be determined until evaluating all those factors. H3 other text : implanted.